Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and experienced breast implant rupture, capsular contracture; baker grade unknown, and change in texture on her right side postoperatively. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 14, 2025, mentor became aware that the patient received non-mentor replacement on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2025, mentor became aware that the date of surgery is (B)(6) 2025. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 full UDI number has been added to field d4 fields d6b for explantation date have been updated to (B)(6) 2025. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, capsular contracture; baker grade unknown, and change in texture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 12, 2025, the mentor failure analysis lab received the device for evaluation. On september 19, 2025, device evaluation was completed as follows: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The contralateral device was also received (lot number 7378866). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet a skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).